Event description:
While the stimulation was turned on, the patient experienced a burning sensation on her left side. The patient symptoms were at paresthesia area and the lead location. She included that since implant, the therapy had never helped her. The patient stated that she had fallen about 4 times since implant, but she didn't believe that the falls had affected the devices. The patient had experienced cognitive issues or changes. The patient was at home and reported her status as "fair". The patient was encouraged to contact her health care professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See manufacturer's report #3004209178-2008-06332.